Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels with ketones present. However, the exact value was not provided. The customer would deliver manual injections and bolus via the pump to stabilize bg levels. The customer changed supplies prior to contacting tandem technical support. During the call with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.